Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that a long term electrocardiogram noted several syncopal episodes. As a result, automatic capture was programmed on and a new long term electrocardiogram was initiated. The patient experienced several more syncopal episodes. During the device revision procedure, the right ventricular (rv) lead exhibited loss of capture through the pacing system analyzer (psa). Therefore, the device was explanted and the rv lead was surgically abandoned. No additional adverse patient effects were reported.